Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pump alarmed and was confirmed by telemetry. The pump read "stopped pump period may exceed tube set." The pump had been stopped since (B)(6) 2011. It was later reported that the pump was replaced. The drugs infused via the pump were dilaudid, bupivicaine and morphine. Add'l info has been requested from the hcp, but was not available as of the date of this report.